Manufacturer narrative:
This supplemental report was filled to correct e1: initial reporter phone. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A safe replacement interval calculation was completed. Additional information revealed that the patient underwent surgical intervention to replace the implantable device. No additional adverse patient effects were reported. The device was returned and analyzed.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A safe replacement interval calculation was completed. Additional information revealed that the patient underwent surgical intervention to replace the implantable device. No additional adverse patient effects were reported. The device was returned and analyzed.

Manufacturer narrative:
This supplemental report was filled to provide additional information and to provide device evaluation results.patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
Product is not expected to return as it remains in service.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device remains in service. A safe replacement interval calculation was completed and a date for replacement was scheduled. No adverse patient effects were reported. The device is not expected to return as it remains in service.

Manufacturer narrative:
This supplemental report was filled to correct e1: "initial reporter phone". Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A safe replacement interval calculation was completed. Additional information revealed that the patient underwent surgical intervention to replace the implantable device. No additional adverse patient effects were reported. The device was returned and analyzed.